Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Significant reduction of irido-corneal angles. Secondary surgical intervention, lens exchanged for a shorter lens. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.5/3.5/82 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2017 due to excessive vaulting (vault value of 1107 micrometers) and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved. On patient's last visit on (B)(6) 2017, the patient's best corrected visual acuity was 20/22, and the uncorrected visual acuity was 20/25, with a vault of 580 micrometers. The pre-operative data for the patient's best corrected visual acuity is 20/22, but the uncorrected visual acuity is 20/200 on (B)(6) 2016.

Manufacturer narrative:
Device evaluation: product evaluation found the lens returned dry in the lens container, but there is clear surgical residue/debris on product. Visual inspection found haptic torn. (B)(4).